Manufacturer narrative:
Sensor 0m000ha8z74 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre detached prematurely on the morning of(B)(6)2021. The customer was unable to monitor glucose via sensor and by early evening, she experienced dizziness and required treatment of orange juice by her mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre detached prematurely on the morning of(B)(6) 2021. The customer was unable to monitor glucose via sensor and by early evening, she experienced dizziness and required treatment of orange juice by her mother. There was no report of death or permanent injury associated with this event.